Event description:
While drawing up contrast, the tech noticed that the injector arm was loose. The tech swiveled the arm into position to begin the exam and the arm became detached from the ceiling mount into the tech's hands.